Event description:
Revision surgery was performed on (B)(6) 2025 due to cuff failure. Previous surgery is unknown, as well as lot numbers of original implant. Patient required revision from total shoulder arthroplasty to a reverse configuration due to the rotator cuff tear. Surgeon removed the pre-existing smr finned humeral body (part number 1350.15.110), neutral adaptor taper standard (part number 1330.15.270), smr humeral head ø44 mm (part number 1322.09.440) and the cemented glenoid small-r (part number 1378.50.005) and implanted a combination of reverse components such as glenosphere, reverse humeral body and reverse liner. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1948. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.